Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients admitted during the device downtime (from (B)(6) to approximately 15:00 on (B)(6)) were not visible during facility search if not assigned to the device, and two patients discharged during the upgrade remained listed as assigned, while patients admitted post upgrade appeared correctly, indicating the issue was limited to the upgrade time period. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.